Event description:
The customer reported a falsely decreased sodium result generated on the architect c4000 analyzer on a patient. Results provided: sid (B)(4) = 117 / 139 mmol/l, another architect = 140 mmol/l (reference range: 133-144 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Troubleshooting included flushing the fluids by the customer. The customer confirmed there has not been any further issues since the customer flushed fluids. A review of tickets identified no contributing factors to this complaint. A trend review found no trends requiring further investigation. A review of historical data with this complaint revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.